Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had significant tortuosity and peripheral anatomy preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the deliver issue was determined to be patient condition as the patient had significant tortuosity and peripheral anatomy preventing successful delivery of impella.

Event description:
The user facility reported that a patient presented for a planned percutaneous coronary intervention(pci) with impella cp. Left femoral artery (lfa) was accessed, however upon access the physician noted the initial access was "crunchy" once access achieved. During perclose the vessel would not seal with perclose after 4 attempts. The calcium was noted to be thick, lfa site changed to access site for pci and right femoral artery accessed for impella. Angio done of the groin after accessed achieved. Significant tortuosity and long impella sheath chosen. The pump was passed through the peel away- once past through the peel away the clinician met resistance. Multiple attempts of pulling back to the access site and re "viper slide" and angle changes. Due to the peripheral anatomy impella was aborted. Decision to proceed with pci. There was no harm reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.